Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "frozen touchscreen" (no display or display failure). A customer reported when switching from phaco to vitrectomy mode, the touchscreen became unresponsive. The remote control was used to navigate instead and the case was completed. There was no pt injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).